Manufacturer narrative:
(B)(4). Results: the actual needle that broke at the point end revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. Conclusion: the device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Event description:
It was reported that a patient underwent a laparoscopic cholescystectomy procedure on (B)(6) 2011 and suture was used, during closure of the skin at the the umbilicus, the needle broke. An x-ray was performed but nothing was found. The surgeon opines that the needle tip was not left in the patient. Another like suture was used to close the wound with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.